Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported the patient had an infection at the electrode site and the lead was explanted. Generator was left implanted to be used after the patient healed. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Both the generator and lead were sterilized prior to distribution. No additional relevant information has been received.